Event description:
As reported, the doctor tried to use a 6/7f mynx control vascular closure device (vcd), but the bleeding did not stop. There was no reported patient injury. The instructions for use (IFU) were followed. The device was used for hemostasis during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the doctor tried to use a 6/7f mynx control vascular closure device (vcd), but the bleeding did not stop. There was no reported patient injury. The instructions for use (IFU) were followed. The device was used for hemostasis during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. A non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was also fully depressed. The stopcock was found open, with no syringe returned attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the unit was received already deployed. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event and since the device was received fully deployed with no anomalies noted. Without procedural films, based on the information available for review, and based on the product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer especially since patient related conditions cannot be duplicated in the lab. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.